Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the device failed to advance. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device failed to advance. The procedure was completed via alternative method. There were no complications reported and patient was stable post procedure. However, device analysis revealed a two shaft breaks.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device was returned in three pieces, a section broken 57.8 from distal end of strain relief, a separate section measuring 15.3 cm and a third section measuring 85.2 cm from distal end of tip. A visual examination identified that the balloon folds were in a deflated state. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. The marker bands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination was completed on the shaft of the device and 2 shaft breaks separating the delivery catheter into three sections were noted as well as multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device could be loaded on a 0.014 inch test guidewire without issues. No other issues were identified during the product analysis.